Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies. The right ventricular lead was reported to have a possible malfunction. The plan was to replace the lead. The lead remains in use. No patient complications have been reported as a result of this event.